Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/20/2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: during investigation, the cartridge compartment was cracked/chipped. Unrelated to the original complaint, the u-groove was cracked. The display was dim with reddish text. Additionally the audio bolus button was intermittently responsive. The audio bolus button cover was removed to find moisture on the button contact. The pump was opened to find no moisture damage.

Manufacturer narrative:
Follow-up #2, (B)(6) 2017 - correction to serial #.